Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have exhibited noise, which was over-sensed as high ventricular rate episodes. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2022. New rv lead values were reported to be nominal. The patient was stable throughout.